Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a highly calcified native valve, with calcium running into the left ventricular outflow tract (lvot), the valve dislodged upon release from the delivery catheter system (dcs) tabs. Approximately one week later, an open surgical procedure was performed to explant the valve and to implant a surgical valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.